Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 130 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer did not report motor position encoder error alarm. The customer was advised to run manual prime/fill tubing followed by a 5.0 units fixed prime/fill cannula. The pump did not alarm motor error. The customer was advised the alarm was caused by a connection issue. The customer was advised to monitor pump. The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose at time of incident was 130 mg/dl. The customer was advised to rewind pump, reinsert reservoir into pump and run manual prime to at least 5.0 units. Customer stated the pump did not alarm no delivery. The customer was advised the pump is working as designed.